Event description:
It was reported that the intraocular lens was explanted and returned for investigation.

Manufacturer narrative:
(B)(6) 2012. (B)(4). Further evaluation of this report determined that the implanted lens was cloudy in appearance once it was implanted. It was explanted and another lens implanted. However, the patient's visual acuity was still poor (0.4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Intraocular lens; explanted intraocular lens. A review of the manufacturing records for the iol showed the lens was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.